Manufacturer narrative:
Correction: h10 adding medwatch report (B)(4). D8: was device serviced by third party? No.

Manufacturer narrative:
Device evaluation: no product samples, pictures, or videos were received for investigation. The complaint of tip of the filter spinning off/broke off from the component as a whole but the middle of it still being attached to the blue cap could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. H10: additional related record: 9615050-2024-00444.

Event description:
I was reported there was breakage at the connection of an extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock. There was patient involvement but no patient harm. Per medwatch: "registered nurse (rn) went to disconnect patients line for labs, and when rn tries to untwist the blue cap from the primary tubing, the tip of the filter spun off/broke off from the component as a whole but the middle of it was still attached to the blue cap. If rn continued to pull it apart, it would have broken and stayed stuck inside the blue cap. The filter that was attached to the primary tubing is a temporary supply, different from our stock. Rn ended up replacing the blue cap and lines with our regular chemo filter. The item listed is the defective/broken product, the nurse then used our chemotherapy filter product as a replacement since the above product was what she found defective. Extension set 17in (0.2) micron filter, clave y site secure lock." Per medwatch mandatory report uf/importer # (B)(4).